Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer has responded and indicated that replacing the lcd module display and lcd cable has remedied the reported condition. The customer was not able to provide more information.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device powered on to a partially white display and was unreadable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated.